Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).

Event description:
(B)(4). Treatment of a davf. On (B)(6) 2013, the patient underwent onyx embolization treatment. During the onyx injection, it was reported the ultraflow catheter became occluded, stuck, and broke inside the patient. Post procedure, the patient developed a urinary tract infection and was treated with antibiotics and required hospitalization. The event was assessed as procedure related and not related to the onyx. No additional information was available same event as MDR # 2029214-2014-00420.